Manufacturer narrative:
MDR 1020379-2016-00029 is associated with (B)(4), polident 3 minute.

Event description:
Swallowed water with a polident tablet in it by accident [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident 3 minute) tablet (batch number 16bo53rg, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident 3 minute was discontinued. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional details, the adverse event information was received on 01 august 2016. The consumer reported that she drank water that the polident tablet dissolved in by accident. The consumer reported that she swallowed water with a polident tablet in it by accident.